Event description:
Reporter stated that caller from facility reported that unit had a free flow of fluid from a source container into the final container just after the transfer set was installed and before the unit was programmed. While the users do not prestretch the tubing, the caller does not think they turn the rotors to seat the transfer set. The caller was instructed in the proper installation procedure and its importance. Because the issue was resolved by telephone, the unit was not swapped out. No pt involvement.